Event description:
Patient received a left attune tka to treat severe arthritis. The patella was resurfaced and competitor cement x 1 was utilized. The procedure was completed without complications. Dor: (B)(6) 2023: patient received a left knee revision to treat suspected tibia tray loosening. Upon entering the joint, metallosis, synovitis, and scar tissue were debrided. The femoral component was well-fixed and aligned but revised to accommodate the revision construct. The explanted tibial insert showed signs of minimal wear and oxidation. The revised tibial tray was grossly loose and debonded at the cement to implant interface. The patella was well-fixed with signs of minimal wear but retained. The patient received a depuy attune revision construct. The procedure was completed without complications. Doi: (B)(6) 2014 dor: (B)(6) 2023 left knee.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.